Manufacturer narrative:
Product code: pkl. Common name: hemostatic metal clip for the gi tract. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The description of event states: "the nurse said they held the handle spool during insertion." Holding the device by the handle spool while passing the clip down the endoscope may have contributed to the observation by the user, as this can cause the clip to become partially deployed. Once partially deployed, the clip is more likely to prematurely detach from the deployment catheter in the open position. The instructions for use state: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during clip advancement may prematurely deploy clip." The instructions for use state: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record for the lot number confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user was holding the handle spool during insertion and advancement, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a clipping procedure, the physician chose a cook instinct endoscopic hemoclip. The clips [did] not come off. The handle was really stiff and did not work. There was no reportable information at this time. The following additional information was received on 30-may-2018: minor upper gi (gastrointestinal) bleeding was treated endoscopically by clipping. The first clip opened but did not close, and it was withdrawn from the channel of the endoscope. After removal, the clip was inspected and it detached but did not close (subject of this report). The second clip was checked before it was inserted into the working channel [of the endoscope] and it detached during inspection (see related MDR 1037905-2018-00275). The third clip worked fine and the procedure was completed. The nurse said they held the handle spool during insertion. The following additional information was received on 01-jun-2018: the nurse described that they are holding the handle spool of the clip during advancement, which is against instructions for use. Corrective actions have been taken. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.